Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the head of a 3.5 cortical screw broke off during insertion on (B)(6) 2014. The shaft was left in the patient and the head was discarded. The surgeon left the shaft of the screw in place and seemed satisfied that it would not cause a problem. There were no patient harm, surgical delay, or procedure outcome reported. The procedure remains unknown. The surgery was completed with like product. No additional information can be provided at this time. This report is for an unknown 3.5mm cortical screw. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown 3.5mm cortical screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.